Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained using an contralateral approach through the femoral artery. The 100% stenosed target lesion was approximately 15cm long and located in the severely calcified and moderately tortuous left superficial femoral artery. The lesion was a chronic total occlusion and the patient was a hemodialysis patient. Another manufacturer's 035 guide wire had difficulty crossing the target lesion but did cross the lesion. This 3.0x20, 80 wanda balloon was advanced and ruptured upon the 3rd inflation at 6atm (1st and 2nd inflation was at 6atm). The device was removed from the patient intact. The procedure was continued with inflating a 4.0x20 wanda balloon and pre-dilatation was performed. Another dilation was performed with an unknown cutting balloon and an unknown stent was implanted. Post-dilatation with a 5mm symmetry balloon completed the procedure. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained using an contralateral approach through the femoral artery. The 100% stenosed target lesion was approximately 15cm long and located in the severely calcified and moderately tortuous left superficial femoral artery. The lesion was a chronic total occlusion and the patient was a hemodialysis patient. Another manufacturer's 035 guide wire had difficulty crossing the target lesion but did cross the lesion. This 3.0x20, 80 wanda balloon was advanced and ruptured upon the 3rd inflation at 6atm (1st and 2nd inflation was at 6atm). The device was removed from the patient intact. The procedure was continued with inflating a 4.0x20 wanda balloon and pre-dilatation was performed. Another dilation was performed with an unknown cutting balloon and an unknown stent was implanted. Post-dilatation with a 5mm symmetry balloon completed the procedure. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Visual and tactile examination of the returned device revealed several small kinks along the length of the shaft. The balloon was folded and wrapped around the shaft of the device. There was blood and dried contrast media present inside the balloon and the hub of the device. The device was attached to an inflation unit and positive pressure was applied to the balloon when a leak was noted. Microscopic examination of the balloon observed a pinhole at the distal edge of the distal markerband. The tear was no greater than 1mm. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).